Manufacturer narrative:
Date rec'd by MFR: 25jul2019. Information was received that confirms the touch screen was functioning. Based on the information provided, the incident is not a reportable event. The touch screen can be used to make adjustments to the settings, and the functionality of the ventilator is not impaired. There is no indication that the event reported is likely to cause or contribute to a death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a primary alarm failure error code. There was no patient involvement. Event date not specified: estimate used.